Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, lot #: 0011764904, ubd: (B)(6) 2025, UDI#:(B)(4), product ID: 29 mm z-med balloon aortic valvuloplasty catheter (non-medtronic device); lot #: unknown product analysis: the device was discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with moderate leaflet calcification, no pre-implant balloon aortic valvuloplasty (bav) was performed. The initial valve was inserted into the patient and deployed to 80%, but was recaptured into the delivery catheter system (dcs) due to being too shallow. It was placed deeper in the annulus and was deployed to 80% a second time, however, was too deep and was recaptured again. Upon the second recapture, an infold was observed in the valve frame. A third deployment attempt was made and confirmed an infold. The valve and dcs were withdrawn from the patient. A new valve and dcs were prepped and inserted into the patient. The valve was deployed, but appeared to be under-expanded. A post-implant bav was performed with a 29 mm non-medtronic balloon to correct the under-expansion of the valve. There was a slight increase in procedure time; however, no adverse patient effects were reported.